Event description:
It was reported that burr detachment occurred. The patient presented with a background history of hypertension, hypercholesterolemia, type 2 diabetes, and previous transcatheter aortic valve replacement (tavr) for severe aortic stenosis. The patient presented for the procedure with angina. Coronary angiography demonstrated severe calcific disease in a large dominant rca and pci to the rca was proposed. After the initial tortuous passage of a non bsc guidewire, the wire was exchanged for a rota floppy wire. Rotational atherectomy was then performed with a 1.75mm burr. The vessel was heavily calcified requiring prolonged and extensive ablation runs (180,000 rpm, total ablation time 235 s). During the ablation, there was a breakage of the burr from the driveshaft in the mid rca. The driveshaft had broken at the neck of the burr. In the process of retrieving the driveshaft, the rota wire position was lost, with a completely free burr in the mid rca. Attempts to retrieve the burr with gooseneck snares were futile as no driveshaft/wire remnant would otherwise facilitate snaring, and the snare was not able to capture the isolated burr. The burr was partially retrieved up till the proximal rca with a slow and controlled retraction of a distally inflated balloon. Finally, attempts were made to retrieve the burr from the proximal rca using the knuckle twister technique with multiple non bsc guidewires. Still, this was unsuccessful due to the absence of the driveshaft and rota wire remnant. In this process, a non bsc guide wire tip was broken and lost in the proximal rca. Further attempts to retrieve the burr were abandoned as with these aggressive attempts to retrieve the burr, there was an ellis type 1 perforation in the proximal rca. After multiple balloon dilatations, the rca was treated with three drug eluting stents with complete exclusion of the burr and fractured wire remnant behind the stent, leaving them embedded in the vessel wall. The perforation had sealed and the patient was discharged in stable condition. Follow up coronary angiography at 3 months demonstrated the burr to be embedded in the vessel wall without any migration. An oct study documented a well expanded stent with good endothelialization and was unable to detect the buried burr indicating a deep position within the vessel wall. The patient has been asymptomatic and clinically stable at 2 year follow up. Leibundgut, g., achim, a., weilenmann, d., rigger, j., gocht, f., egred, m., murad, b., lombardi, w., and iqbal, m. B. (2025). Management of lost atherectomy devices in the coronary arteries. Catheterization and cardiovascular interventions, 106(12), 1766 1780. Https://doi.org/10.1002/ccd.31734.

Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown.